Event description:
It was reported that the right atrial and ventricular leads experienced clavicular crush confirmed by x-ray and visual inspection. It was further reported that there was insulation damage, low impedance, and oversensing/noise observed in the leads. Undersensing was also noted in the atrial lead. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2013; d314drm implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).